Event description:
It was reported that there was a flipped pump. The reporter had to maneuver the pump to fill it. After refill, the pump flipped back over. The reporter wanted to know if a flipped pump affected to ability to have an MRI. It was stated that the pump could not be exactly perpendicular to the z-axis of the scanner. The pump was stated to be ¿almost turned all the way around.¿ the pump had been flipped since implant. The patient reportedly lost over 100 lbs. And the pump was very maneuverable in the pocket. The pump was used to deliver fentanyl. No interventions or outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).